Manufacturer narrative:
Device not returned. Pieces of sizer falling off during rinse.

Event description:
Reportedly this device seemed to have plastic bits disintegrate right at the joint during rinse the nurse was able to retrieve broken pieces.